Event description:
Subject: urgent FDA safety report: damaged medical products, adverse drug reactions, denial of apretude access, expired and non-tamper-evident packaging, software barriers to care, and systemic dispensation failures at va to the u.s. Food and drug administration, I am submitting this report to document multiple, ongoing violations of product safety, medication integrity, and systemic care standards within the department of veterans affairs (va). These failures have directly endangered my health and violate both FDA and va protocols for safe, responsive care. Background and injury history workplace injury: on (B)(6) 2022, I sustained a serious injury while employed by tesla inc. Pedestrian trauma: on (B)(6) 2022, I was nearly killed when struck by a gmc yukon suv while safely crossing a street. These incidents have left me with lasting medical needs that require safe, responsive care. Denial of apretude (cabotegravir) access despite clinical appropriateness and my documented request, the va has refused to administer apretude, citing a lack of staff to perform injections or run necessary labs. This is not a valid medical or operational justification. I am now forced to accept increased risk and adverse reactions from a substituted oral regimen. Forced substitution with emtricitabine 200mg / tenofovir 300mg tabs rx# (B)(4) this oral medication was dispensed without informed consent, despite known adverse reactions and reduced efficacy for my needs. The substitution was made solely due to staffing limitations, not medical necessity. Adverse reaction to acetaminophen 500 mg tabs rx# (B)(4); I am allergic to nsaids. Despite this, I was dispensed acetaminophen 500 mg tablets, which caused harmful reactions. My allergy is documented, yet no alternative was provided. Damaged lidocaine patches ndc (B)(4) / manufacturer: endo / quantity: 30 patches multiple shipments arrived damaged. The most severely compromised lot is lot: 45108. Additional impacted lots include: 25188, 75178, 45158, 45058, 35258, 55288. Defective trojan condoms rx# (B)(4) / upc: 2260093752 condoms arrived damaged and lacked spermicide, failing to meet prevention needs. Va failed to resolve the issue. I contacted trojan directly and received immediate support and replacement, highlighting va's failure to respond. Systemic dispensation and software failures va's outdated software systems prevent providers from submitting requests for essential items such as needles, syringes, and specific medications. Medications often arrive expired, damaged, or without tamper-evident packaging, posing serious risks to patient safety. Providers are unable to override system limitations, leaving veterans without proper care or recourse. Request for FDA review and oversight I respectfully request the following actions: investigation into the denial of apretude administration and the forced substitution with oral medications that pose known risks. Review of product integrity for all listed medications and supplies, including damaged lots and packaging failures. Audit of va pharmacy fulfillment and software systems for compliance with FDA standards and operational adequacy. Oversight of product packaging, expiration, and damage prevention protocols, especially for sensitive or high-risk medications. Coordination with va and manufacturers to ensure safe, responsive care for veterans and accountability for product failures. I am available to provide documentation, photographs, and further testimony upon request. Thank you for your attention to this urgent matter. Also, with the lidocaine patches at times I go to open them by hand and the interior foil film sparks (static sparks) sincerely, (B)(6) veteran, (B)(6). The lidocaine patches endo at 1-800-828-9393, manufactured for endo, USA, malvern, pa19355, the lab results are not dated or noted or the molecular structure of the lidocaine dated as to the exact products design or last revision even so this pamplet states revised: april 2024 d2. The research or test compromises of a 15 volunteer study of daily applications 12 hours per day but the test ranges only reflect 11 hour averages. Reason for use: preventative, prevention, prevent pregnancy, hiv aids, stds. Pt code: 4582. Device code: 2588. Ref reports: mw5177950, mw5177951, mw5177953, mw5177954, mw5177955.